Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they checked their blood glucose level when calibrating. Their blood glucose level was 130 mg/dl. When they calibrated their blood glucose level wen down to 50 mg/dl. They treated with some sugar and soda. The customer's blood glucose level went up to 210 mg/dl. The device was not returned.